Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use for a planned treatment when the issue occurred. The procedure was completed by moving the patient into another room. A philips field service engineer (fse) inspected the system on-site and confirmed the reported problem. The system logs were checked. Troubleshooting identified that the potentiometer was out of range and was in wrong reading position of the propeller stand. The service engineer resolved the issue by manually adjusting the potentiometer position to 4v and recalibrating the potentiometer. After this repair, the system was returned to use in good working condition.

Event description:
It was reported to philips that the stand movement was stuck. The device was in clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and manually adjusted the potentiometer which resolved the issue. The device was returned to use in good working order.